Manufacturer narrative:
A supplemental will be submitted on completion of investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was only running on batteries, it was not running on ac power. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) found that the device was running on batteries because the console was not seated in the cart. Re-seated console in the cart, and the issue was resolved. Device passed functional and safety tests according to factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a